Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited episodes of over-sensed noise. The lead was revised. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.